Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were receiving a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The device was not dropped or bumped prior to the alarm. The drive support cap appeared to be normal. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarmed compromised forced sensor alarm during primetest due to moisture damage on fsr(gold). Unable to complete testing due to compromised forced sensor alarm. Corroded motor assembly noted during visual inspection. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.